Event description:
A nurse reported that a pt was admitted to a hosp on (B)(6) 2014, due to peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment: the pt's drain line was draining out the window, in a position higher to that of the pt resting in bed. As of (B)(6) 2015, the pt continues to use continuous cycler assisted peritoneal dialysis (ccpd) therapy without any further issues, the pt has been discharged from the hosp, the pt's signs and symptoms of peritonitis have resolved, and the pt has been re educated by his clinic's nursing staff regarding sterile technique and proper drain line placement. There was no reportable device malfunction.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt med records and treatment data info regarding the reported event. A supplemental medwatch report will be submitted upon completion of the investigation. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.